Event description:
The following was reported: For the patient with appendicitis, a device system failure alert popped out after anesthesia before surgery, forcing the operation to be aborted. After physician consultation, traditional open resection was performed. The patient has been discharged normally.

Manufacturer narrative:
Under user's discretion the device in question will not be returned to manufacturer for evaluation. The investigation will be performed by a designated KARL STORZ employee, investigation results are pending.The event is filed under internal KARL STORZ complaint ID: (b)(4).